Event description:
It was reported by the user site that (B)(6) 2026, the customer reported an issue involving a selenia dimensions mammography system prior to a patient exam. It was reported that the system displayed a vta (vertical travel assembly) error code that is generated when the c-arm motion is slow or occurs in an unintended direction. Upon evaluation, it was reported that the error was triggered by an uncommanded rotational movement of the c-arm caused by a defective grid assembly. It was reported that the incident occurred during a patient procedure however, no injury to the patient or the operator was reported. A hologic field service engineer (fse) visited the site on march 11, 2026 and changed the grid assembly. However, on (b)6) 2026, the customer reported a second occurrence of an uncommanded rotational movement of the c-arm, accompanied by the same vta error code during tomosynthesis exposure. It was reported that no injury to the patient or the operator was reported. No further information is currently available.